Event description:
A pt reported experiencing chest pain and shakiness while using a one touch meter. Fluid has been reportedly spilled on the ot meter in early 9/2001 after which meter had stopped working for a while. Pt does not base any medication intake on the ot meter readings. On the day of the event, pt's blood glucose was 89mg/dl on the ot meter at 07:00am. At 11:00am, pt started to feel shaky and have chest pain. At 1:30pm, pt's blood glucose was 37mg/dl on ot meter and paramedics were called. Pt's blood glucose on paramedic's meter of unknown brand was 155mg/dl. Paramedics treated pt with an unknown sublingual medication. Paramedics transferred pt to emergency room where pt was treated with oxygen and IV fluid. An EKG done at the ER was reportedly normal. No further info has been reported.